Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the battery was draining quicker than it was initially. The patient said he used to charge about every day and a half to 2 days, but now he recharges every 24 hours. The patient was recently reprogrammed with increased parameters. It was reviewed how programming affects the recharge interval and hd programming on battery depletion was also reviewed. The patient said initially the device was working 100% of the time, but now it was not taking care of the pain all the time. The patient said stimulation was turning off by itself. The patient never lets the battery get below 30% charged. The patient said it switched from group b to group a on its own, then stim turned off and changed intensities. The patient said one time he had adaptive stimulation on with intensity of 4.6 on group a where it felt strong when he woke up. The patient said it was 5.6 on one side and 5.8 on the other and it changed on its own. One time the patient was standing on program b with adaptive stim with stim at 8.8. He then stopped feeling stim and it dropped to 4 something. The patient said this issue occurred once, maybe twice. The patient was going to follow up with their hcp. No further complications were reported.